Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump beeped twice and then the display went blank. The customer stated she changed the battery 4 times and finally received a battery out limit alarm. Blood glucose value was 190 mg/dl. The customer was calling after receiving a new battery cap. She stated that the display was blank less than 30 seconds. She found that the battery cap had a small dot that was darker. She was advised to discontinue use of the device and revert to backup plan until receiving the new battery cap.